Event description:
Reportedly, the patient was admitted to the hospital because of problems of stimulation with his implanted pacemaker. During the follow-up, it was not possible to program the device because of interrogation failure. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, the patient was admitted to the hospital because of problems of stimulation with his implanted pacemaker. During the follow-up, it was not possible to program the device because of interrogation failure. The subject device was explanted and will be returned for analysis.